Manufacturer narrative:
D4 UDI updated. The investigation is still ongoing.

Event description:
A patient with past medical history of severe aortic stenosis and prior recommendation for coronary artery bypass graft/aortic valve replacement that had previously refused surgery, presented to the emergency department with shortness of breath, underwent impella cp placement for hemodynamic support. Proper positioning was confirmed via fluoroscopy. Low flow and flat motor current raised suspicion of thrombus ingestion. Patient's underlying conditions put him at risk of developing thrombus due to weakened ventricle and poor blood flow. The impella was exchanged for a new device, which functioned. Family subsequently withdrew care due to dire medical condition. Pump will be coded for pump replacement due to suspect thrombus pump 2 will conservatively be reported to the death but is understood to be an unlikely a contributing factor and most likely is due to the patients critical condition supported by the decision to withdraw care.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in h6 (medical device problem code). Upon review, it was identified that peri-procedural adverse event code has been removed. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The root cause of the low or blocked pump flow was most likely biomaterial ingestion based on provided clinical details and data log analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed

Event description:
The complainant reported that: a circulatory support pump was successfully inserted, and device positioning was confirmed under fluoroscopic imaging. The device position was noted to be approximately three point five centimeters. During support, low flow and reduced performance were observed, along with a flattened motor current, which raised concern for possible thrombus ingestion. The circulatory support pump was exchanged, and the replacement device functioned normally without further flow issues.